Event description:
My surgeon used allergan natrelle 410 highly cohesive anatomically shaped silicone - filled textured breast implants in (B)(6) 2015 during reconstructive surgery to correct my congenital breast deformity. I had a serious infection a month after surgery, experiencing a breast skin rash and severe pain. Antibiotics treated the infection, but I still continued to experience general breast pain and tightness of the chest, as well as increased breast asymmetry. My surgeon diagnosed me with capsular contracture, leading to me choosing to have the implants removed and replaced in (B)(6) 2016. FDA identified natrelle 410 highly cohesive anatomically shaped silicone-filled breast implants as a class 1 recall. Breast implants (I believe I currently have natrelle inspira soft touch, would need to verify with surgeon). FDA safety report ID# (B)(4).